Event description:
Report received from france states: "cutter does not cut. A new pack was opened. No pt impact."

Manufacturer narrative:
The device has been requested for eval; however, no further info has been provided. Should add'l info become available, a supplemental report will be filed.